Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed rom the deaeration chamber of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing was performed at 2 bar pressure and a leak was observed at the level of the deaeration chamber. Further inspection showed that the deaeration chamber was cracked. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set damage was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.